Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a intermittent modular failure.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) confirmed fault # 53 but could not duplicate the issue. Reported fault on boot. Reloaded software. Customer demanded for preventive maintenance which was performed. Performed all functional tests and validated calibration and returned to the customer.